Manufacturer narrative:
Evaluation: the returned sample was performance tested and the report of leakage was confirmed. Conclusion: through previous investigations and evaluations on the aluminum tubing, the most likely cause of the failure is due to testing, handling or other personnel errors. Recommendations to reduce the likelihood of continued failures is to increase pressure testing from 10psi to 20psi, add both an audible and light indicator to the testing system and increase safety measures to accomodate increase in test pressure. Training of both production and management personnel. Engineering is currently building a prototype fixture which will be used with an automated pressure decay tester that will feature a red/green light as well as an audible alarm on failure. In addition, the test pressure will be increased to s2-psi for 5 seconds. Qa has issued a corrective action to engineering to provided an implementation date for completion.

Event description:
User alleges that blood from the di-100 set leaked into the water tank. No patient injury reported.